Event description:
It was reported that the customer had normal blood glucose levels of 101 mg/dl. The mother of the customer reported that the customer was recently hospitalized for stomach flu. The hospitalization was non-diabetes related. The mother of the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The mother of the customer also reported that the insulin pump did not alarm the customer to low blood glucose levels and out of range signals. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.